Event description:
It was reported that a pocket revision had be done for the pulse generator was placed too lateral toward the armpit. The device was explanted and replaced for an unrelated complaint. No further information was available.

Manufacturer narrative:
(B)(4).